Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, heparin reverse with protamine and intravenous (IV) noradrenaline. The device evaluation was completed on 23-jul-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, heparin reverse with protamine and intravenous (IV) noradrenaline. During the right atrium mapping phase for superior vena cava (svc) isolation, the patient moved vigorously and the patient¿s blood pressure decreased. A cardiac tamponade was confirmed by echocardiogram. Drainage was immediately performed. Patient¿s blood circulation was stabilized by IV injection of noradrenaline after reversal of heparin with protamine. Remainder of the procedure was aborted. Physician commented he has no idea on when and where the tamponade occurred. Does not think it was the pentaray catheter as the catheter¿s tip was soft. At the time the patient left the room, there was no bleeding and blood circulation was stable. Patient¿s condition improved; the progress of the next day (5/19) was uneventful, and no arrhythmia was observed. There¿s no report of prolonged hospitalization. No bwi product malfunction was reported.